Event description:
The customer reported the sys would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cap module needs to be replaced. The customer cancelled the svc call.